Manufacturer narrative:
The device was returned for analysis. The reported ¿the device would not flush forward or return blood back¿ was confirmed. Fourier transform infrared spectroscopy (ftir) testing result identified loctite at the marker port. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was attempted to be used after the device would not flush. The electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it doesn¿t appear that the IFU deviation contributed to the reported difficulties. The reported difficult to flush/obstruction of flow was concluded to be related to potential product quality issue due to adhesive observed at the marker port. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
User facility medwatch report ((B)(4) received that states: "elderly male with history of cad (coronary artery disease) and severe aortic regurgitation. Procedure: tavr (transcatheter aortic valve replacement). The perclose would not flush forward or return blood back. Perclose removed and new one used. No known harm to patient."

Manufacturer narrative:
H6: device code 2017 clarifier- use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. (B)(4).